Event description:
In 2007, the patient reported he received an 04 (occlusion) error on his infusion device. He stated that the insulin cartridge and infusion tubing were new. To troubleshoot, the patient was instructed to disconnect from the infusion device and to perform a prime. He received an 04 error. He was instructed to remove the insulin cartridge and perform an empty prime. He received an 04 error. He stated he changed the batteries the previous week. The patient was instructed to insert a new #2 battery and he received another 04 during an empty prime. He was then instructed to insert a new #3 battery and he received another 04 during an empty prime. The patient switched to his backup infusion device and bolused 10 units of insulin. He was experiencing elevated blood glucose of 267 mg/dl due to the error. He was sent replacement batteries for troubleshooting. Upon follow up in 2008 the patient stated that the replacement batteries resolved the issue and his blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.